Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an infusor burst after filling with 60 ml of sufentanil and bupivacaine hydrochloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured between: 25aug2016 and 26aug2016. The device was received for evaluation. During visual inspection, the ruptured bladder was observed. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, or any surface defects were noted on the set cap, volume indicator, or surrounding the rupture area. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.